Event description:
The customer reported being hospitalized due to low blood glucose. The blood glucose reading at time of call was 38mg/dl. The customer was in a vehicle accident while she was driving. The customer declined to troubleshoot and requested a replacement of the insulin pump. The customer's most recent glucose reading was 447 mg/dl, and she has been treated. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.